Manufacturer narrative:
(B)(4). Correction to g4 date received by manufacturer. The date (B)(6) 2016 was added to replace the previousley reported (B)(6) 2016.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the alarm. The patient ended therapy early and planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.